Manufacturer narrative:
Information added/updated to section b7, h3 and h6 (type of investigation, investigation, findings and investigations conclusions), corrected data in section g1, additional h6 (type of investigation) code: labelling review. H3: device evaluation: the device was returned for evaluation. Customer report of calcific degeneration and stenosis were confirmed. X-ray demonstrated commissures 2 and 3 were bent inward, metal band was deformed outwards around leaflets 1 and 2 and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve exposing the metal band around leaflet 3. Wireform was exposed on commissures 1 and 2 on the outflow aspect. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from spain, this 3300tfx23mm valve was explanted from the aortic position after an implant duration of approximately four (4) years and twenty-one (21) days due to heavy calcific degeneration on the three leaflets, which led into severe stenosis (velocity of 5.12m/s). As reported, the gradients kept increasing during the years (20mmhg for the first years, 30mmhg for the third, and finally 50mmhg for the fourth year). The patient presented with dyspnea before the reintervention. A mechanical valve was implanted in replacement, and the patient was noted as to be in stable condition.